Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product verified lot number. Cosmetic inspection of the product found no major cosmetic damages. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left elbow radial head replacement with evidence of a screw within the elbow joint. Oblique appearance of the radial head replacement could indicate loosening. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: explor implant locking screw cat# 11-210099 lot# unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-02295.

Event description:
It was reported that a patient underwent a revision procedure approximately 5 months post implantation due to disassociation of the modular head and locking screw. Head and screw were both replaced but the stem could not be removed. Attempts have been made and additional information on the reported event is unavailable at this time.